Event description:
After this patient fell and hit their head, they could no longer hear with their implant system. The patient's clinic performed an implant test which showed no output from the device. The health care team decided to go ahead with explantation. Explantation/reimplantable surgery was successfully completed in 2005. Upon explantation, the surgeon noticed the device was indeed dented.